Event description:
It was reported, that this patient with an implantable cardioverter defibrillator (ICD) received one appropriate shock therapy, due to ventricular tachycardia (vt). However, after the initial shock. It put the patient into atrial fibrillation (af). It was noted, that the patient had to go to the hospital the next day. Technical services discussed, there were several rhythmic episodes and provided programming options. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) received one appropriate shock therapy due to ventricular tachycardia (vt) however, after the initial shock it put the patient into atrial fibrillation (af). It was noted that the patient had to go to the hospital the next day. Technical services discussed there were several rhythmic episodes and provided programming options. At this time, the device remains in service. No adverse patient effects were reported.